Event description:
It was reported to the abbott medical optics (amo) sales representative that a tecnis toric intraocular lens (iol) had rotated which resulted in a secondary procedure to re-align the lens in the eye. No further information was provided.

Manufacturer narrative:
Patient age or date of birth - asked but not provided (asku). Patient gender - asku. Date of event: asku. Model number, catalog number, expiration date - unknown. Serial number - asku. Asku. Not applicable (na). Iol remains implanted. Reposition the lens in a secondary procedure. Device manufacture date: unknown, serial number was not provided. All pertinent information available to the manufacturer has been submitted. Placeholder.